Event description:
A representative reported, the patient was experiencing withdrawal symptoms so they believed there was a problem with the catheter. A new pump was put in a day prior to the report. The representative stated that they planned to revise or replace the catheter on the date of the report. The medication infused was baclofen. A representative reported that the catheter was disconnected at the pump connector. It was suspected that the catheter was not connected well (too taut). The patient experienced increased spasticity, and the patient¿s spasms came back after the pump was replaced. The old catheter was stretched but connected. A disconnect was suspected due to tightness (lack of stress relief). The catheter was replaced. The patient¿s status at the time of the report was alive with no injury. The medication infused was lioresal. The representative later reported that during the case there was some confusion in the back table where the drug was not labeled and they did not know whether the pump had been filled with baclofen 2000 mcg/ml or if it was preservative free normal saline. The representative who covered the case before asked that they ¿stitch¿ out the drug in the pump so they could be sure that the drug was baclofen. The representative stated that the scrub tech was ¿reasonably sure it was baclofen¿. The representative also stated that during the case the catheter was under tension and spontaneously dripping cerebrospinal fluid (csf) so the catheter seemed to be intact. They stated they withdrew the medication, rinsed, and filled with 2000 mcg/ml concentration and implanted a new ascenda catheter. The representative stated that the pump was replaced on (B)(6) 2013 and the catheter was replaced on (B)(6) 2013 because the patient was having symptoms of withdrawal on (B)(6) at 6 pm. They came to the hospital by ambulance on (B)(6) at 3 am. It was later reported that about five to six hours after being discharged from the hospital, the patient started feeling ¿not right¿. They had muscle twitching all over their body. When they arrived to the emergency room, they had very high blood pressure. They were discharged around 1:30 pm on (B)(6) and came to the emergency room by ambulance at 3:00 am on (B)(6). The catheter issue was not identified. The catheter that was removed was only 42 cm long and was under tension in the pump pocket. They confirmed there was spontaneous flow of csf when the catheter was disconnected from the pump. The patient was ¿doing better¿. They were discharged from the hospital on (B)(6) 2013. They had developed pneumonia which, per the managing physician¿s office, was likely related to anesthesia two days in a row as well as the patient being a quadriplegic. They were receiving effective therapy. The printout from (B)(6) indicated that baclofen 2000 mcg/ml was programmed at simple continuous at a daily dose of 219.8 mcg/day. A healthcare provider later reported that the patient experienced symptoms of increased spasticity, itching, and anxiety. They noted that there was ¿possibly¿ a catheter issue. They noted there was tension on the old catheter according to the representative. They noted that the patient recovered and was getting a therapeutic dose of baclofen.

Event description:
A representative later reported that there was no concern at all about the lioresal vial. It was labeled correctly. The scrub tech had two different med cups on the back table. Neither were labeled. The representative questioned which was which, but the tech knew which cup contained the preservative free normal saline (pfns) and which contained the lioresal. The implanting physician was convinced that baclofen was originally loaded in the pump. The switch out was requested by the representative just to make absolutely sure.

Manufacturer narrative:
Product ID 8703w lot# l34927, implanted: 1995 (B)(6); product type catheter. (B)(4).

Manufacturer narrative:
(B)(4)